Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Watermark was observed at the base of the sensor tail indicating the sensor was properly inserted. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received lower sensor scan results compared to readings obtained on a competitor brand device and reported symptoms of "confusion, lack of concentration, and unresponsive." Customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by third-party and additionally seen at a health clinic where unspecified treatment was provided for a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc device. Customer received lower sensor scan results compared to readings obtained on a competitor brand device and reported symptoms of "confusion, lack of concentration, and unresponsive." Customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by third-party and additionally seen at a health clinic where unspecified treatment was provided for a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.